Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient's both t12 and l1 drg leads had migrated. Surgical intervention was undertaken wherein both leads were explanted. However, the l1 was entangled in scar tissue in the epidural space and broke off while being removed. The lead was partially left implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: (B)(4). It was reported patient underwent additional surgical intervention on (B)(6) 2024 wherein the remaining l1 lead was explanted and new l1 and t12 leads were implanted. Therapy was restored post-op.